Event description:
Related manufacturer reference number: 2017865-2023-38839. It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was noted that the right ventricular (rv) lead exhibited noise. It was also noted that the right atrial (ra) lead was oversensing noise which led to inappropriate mode switch episodes. Programming changes were made on the rv lead. No intervention was performed on the ra lead. The patient was in stable condition.